Manufacturer narrative:
Awaiting the return of the device for eval and additional pt info.

Event description:
During a 3 vessel fenestrated aaa procedure, the pt's sma was canulated with difficulty. A 90cm 7fr cook anl sheath was advanced over the wire and into the vessel approx 10-15mm where it met resistance and could no longer be advanced. A 9 x 38 x 120cm v12 was prepped in the appropriate manner and advanced over the wire and into the sheath. While tracking the stent to the target vessel, the tip of the 7fr anl sheath moved back out of the sma and straightened into the aorta. An attempt was made to return the sheath to the vessel, however, failed due to no dilator. The surgeon continued to advance the v12 through the tightly angulated sheath where he met greatly resistance. The surgeon continued to apply force in order to get around the angle. The catheter became "concertinaed" at the valve level and the stent system was removed with stent undeployed and intact. Upon removal of the damaged stent system, the sma was recannulated with an 0.016 wire and 7fr sheath advanced further into the sma. A 0.035 wire was exchanged and an 8 x 38mm v12 was advanced and successfully deployed and flared.